Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an off no power alarm. Customer did not receive a low battery alert prior to off not power. Customer reported that display screen showed a motor communication error alarm with a black circle. Customer's blood glucose was 142 mg/dl. Customer was able to clear alarms with act button but numbers would count down and alarm history could not be viewed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
After the battery installation, the pump gave a communication alarm followed by an off no power alarm due to broken solder joints at the interface board. After reworking the component on the interface board, the pump worked properly. Unable to perform the displacement, self test, operating currents or off no power tests due to the alarm followed by off no power alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.